Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to presence of air in the balloon. A new 16cm x 12.5mm app was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.